Event description:
Three falsely elevated troponin I results were obtained on a patient's samples. The results were reported to the physician (s). The samples were retested and negative results were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin and bnp results was an empty system wash 1 bottle and a bent reagent probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I and bnp results was an empty system wash 1 bottle and a bent reagent probe. A siemens healthcare diagnostics inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.